Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the heater bag and the heater line of the homechoice cassette. This occurred during drain one of four of peritoneal dialysis (pd) therapy. It was further reported that the heater bag was empty when the disconnection occurred; therefore, no leak was observed at the time of the event. Renal therapy services (rts) assisted the patient with ending therapy and removing all the supplies. The patient would complete therapy with manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.